Manufacturer narrative:
There were multiple 510k numbers reported to be involved. G5. PMA / 510(k)#: k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 misidentifications was obtained during use. 4 organisms were reported to be misidentified. No patient impact reported.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 misidentifications was obtained during use. 4 organisms were reported to be misidentified. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3269790. The customer returned isolates but did not return phoenix generated lab reports or panels for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled as staphylococcus saprophyticus 4-1 and 4-3, and staphylococcus epidermidis 4-2. The customer noted that they were seeing misidentifications of aerococcus urinae as micrococcus lylae or staphylococcus capitis, and s. Saprophyticus as staphylococcus pasteuri, and s. Epidermidis as staphylococcus hominis. To investigate, two retention panels each of the complaint batch were tested using customer returned isolates s. Saprophyticus 4-1 and 4-1, and s. Epidermidis 4-2 on a phoenix m50 machine and evaluated for identification results. Then, one control panel each from the same material but different batch were inoculated with customer returned isolates s. Saprophyticus 4-1 and 4-1, and s. Epidermidis 4-2 on a phoenix m50 machine and evaluated for identification results. All nine panels identified their inoculated isolate correctly; therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.